Event description:
Pt complained of "lack of drug effect" for previous 8 months. The catheter was replaced several months ago, but did not resolve the pt's problem. The pump was explanted, and replaced with a new device. The explanted pump was ruturned to the MFR for analysis.